Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error which was reproduced. Sys error 105 was confirmed and caused by several motor mount screws. The failed motor assembly and screws were replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed sys error 105. There was no pt involvement.